Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient was not receiving therapy due to poor connection with the extension. The battery was replaced. Pathology has the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) the patient had a shocking sensation in the shoulder and jaw along with pronounced tremor and stiffness prior to replacement which gave them anxiety about the situation. The device was replaced on (B)(6) 2020, but the issue occurred again. No further complications were anticipated.